Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer for service. During evaluation, the ventilator failed the oxygen (o2) flow test. No harm or injury was reported. The air exchange control module (aecm) required replacement to address the issue; however, no repairs were performed because the device was scrapped.